Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) contamination was discovered on plates. The following information was provided by the initial reporter: we found a pack of contaminated blood agar plates in an unopened box.

Manufacturer narrative:
H.6: investigation summary: during manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record review for batch 1315814 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include physical attribute testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. They are tested for physical attributes prior to release to ensure that they conform to product specifications. All physical attribute testing performed on this batch was satisfactory per bd internal procedures. The complaint history was reviewed, and no other complaints have been taken on batch 1315814. Retention samples from batch 1315814 were not available for investigation. There were three (3) photos available for review of this complaint. The first photo shows a stack of plates still in the sleeve with the top of the sleeve opened. The top plate, which is agar and print side up, shows contamination. (Batch 1315814, timestamp 1132) the second photo shows a closed sleeve of plates with the sleeve label displaying the material and batch information (batch 1315814, material 221261). The top plate in this sleeve shows contamination. The third image shows a single plate, closed, viewed from the top of the plate with contamination seen on the edge of the dish. No return samples were received for investigation. This complaint can be confirmed for contamination. No complaint trend has been identified for contamination for this product; no actions are indicated at this time. Bd will continue to trend complaints for contamination. Risk management file review assessed the potential risk (contamination) for the defect as severity s1, per baltrmppmgenpuraph, rev 02, ID 6.13. H3 other text : see h.10.

Event description:
It was reported that prior to use with bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) contamination was discovered on plates. The following information was provided by the initial reporter: we found a pack of contaminated blood agar plates in an unopened box.